Manufacturer narrative:
The device was returned to olympus for evaluation and the complaint was not confirmed. The evaluation found an output connector failure, video connection issue, and the socket was rusty causing no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source connector socket is damaged. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a breakage of the scope socket or rust led to the malfunction of no image. Olympus will continue to monitor field performance for this device.